Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's pump has poor cannula position and the lvad is unable to support his heart well. The pump speed was increased to help unload the left ventricle. The patient's congestive heart failure is being managed with milrinone, eplerenone, sildenafil, lasix and diuril. The patient is not taking aspirin due to a history of previously unreported gi bleeding. The patient¿s international normalized ratio is 2.4. Right ventricular function will be reassessed to see if the patient is a candidate for a pump exchange or if he will continue on inotropes. Further information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported poor cannula position could not be conclusively determined. A full examination of heartmate ii lvas could not be performed because the device remains in use. However, the heartmate ii lvas instructions for use lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A section of this document provides an image of the proper hmii implantation configuration and provides detail about the orientation of the sealed inflow conduit. Information regarding the attachment and orientation of the sealed outflow graft is also outlined in this IFU. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.